Event description:
A customer reported that before the cataract surgery the irrigation and aspiration tips were found to be bent. The surgery was completed on the same day with alternative product without any patient contact and health impact. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).